Manufacturer narrative:
(B)(4). Result: plastic piece that holds the cartridge casing in place was binding. Conclusion: device found to be operating properly.

Event description:
It has been reported that the AED did not pass self diagnostic check.